Manufacturer narrative:
A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted on (B)(6) 2017 with hemoglobin/hematocrit (h/h) of 4.9 g/dl and 16.3%, respectively. Stool was occult blood positive. The patient was transfused 3 units of packed red blood cells (prbc). An esophagogastroduodenoscopy (egd) found no signs of bleeding or arteriovenous malformation (avm). Outpatient capsule endoscopy was planned. The patient was taking the anticoagulant warfarin at the time of the event. Unspecified changes to medication were made. The patient¿s inr goal was lowered to 1.5 - 2.0. The event reportedly resolved on (B)(6) 2017.